Event description:
Failure to alarm the home health agency has multiple nurses who have seen this patient and many have experienced this problem. The patient is a (B)(6) paraplegic boy who has a pressure ulcer on his coccyx. The pump is set at 140 mmhg and the go screen reads that it is delivering 140 mmhg. The nurses report the foam dressing is completely lifted with no alarms triggering. The patient has moderate serosanguineous drainage and the canister is changed 2-3 times per week. Soft port is the modified version with only one port connected directly to the pump ¿ port is placed directly over the foam dressing with no bridging. No troubleshooting was done with the pump, however I will be joining the nurse for the next dressing change to troubleshoot the pump and will send a follow-up complaint.

Manufacturer narrative:
We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys go npwt device. The negative pressure therapy involves various elements within a system (i.e. Pump, canister, soft port etc.) And it is difficult to determine and assign a definitive root cause of the complaint described. Per the information and video provided, appears that there is a partial occlusion at the soft port as the soft port remains compressed during the video. Per clinical guidelines, it is important the hole in the transparent film be cut to 0.6cm and opening in soft port is properly aligned with opening in transparent film to ensure a good seal. Patient also needs to be evaluated for other situations such as blood clot that could create a possible partial occlusion. No injury or adverse clinical outcome to the patient reported. The pump alarm settings are pre-determined and cannot be modified. The renasys go system provides blockage detection if there is a blockage to air flow suctioned into the pump from system connections that include at least a canister and the wound dressing. The pump by itself alarms to blockage/canister full if in the range of 0.0 l/min-0.05 l/min for which the pump motor operation drives the alarm electronically. The pump operates normally for leak rates up to a range of 2.5 -3.5 l/min but is designed to alarm for excessive leak if triggered by pressure differentials between pressure selector setting and the sustained pressure measured on gauge, reacting as an indication that the desired sustained pressure is not stable due to a leak. In summary, the pump in system connection will be sensitive to leak rates below 0.05 l/min and to instability in pressure held for system when negative pressure cannot be sustained within 25mmhg of setting. Alarms in system connections normally occur within a period of time in the range of 2-3 minutes; therefore, not instantaneous. A possible root cause is that in the normal operation of the soft port, dressing absorbed exudates that slowed down the transport of freshly pulled exudates in system. In that circumstance, the pump maintained negative pressure as reported, and canister was receiving a smaller volume due to partial occlusion in soft port. This issue has been confirmed. All renasys go pump go through a series of performance test and visual checks prior to release to market. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.